Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was received for evaluation. Visual inspection did not identify any defects. A functional test was performed in which the device was primed per its label copy and observed for issues; no defects were found. Clear passage and pressure testing were performed, and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link IV administration set was found to have no flow. The customer stated that the facility was having difficulty drawing blood when the patient was connected to the IV set. The nurse stated that prior to infusing patients with chemotherapeutic drugs, blood samples are taken from their IV sets. When the onelink is connected to draw blood, there is no flow. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.